Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the esophagus during a gastroscopy procedure performed on (B)(6) . During the procedure, the balloon leaked. The device was removed from the endoscope and a tiny hole was discovered. The customer stated there were no sharp objects close to the balloon at any time. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.